Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: brief inquiry description: air bubble alarm. Detailed inquiry description: as noted per facility- nurse reported patient has ongoing precedex and vasopressin drip running. Air bubble alarm on vasopressin heard around 8am. IV tubing used in the trial IV tubing with asv but already primed from previous shift. The nurse opened the flicked the bubbles and re-started it again. Air bubble alarm hear from the precedex pump around 945. The nurse opened the pump and flicked the air bubbles and restarted the pump. No injury reported.